Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately ten months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis noted normal battery depletion. (B)(4) the full lead was retuned in segments, was analyzed and no anomalies were found. It was noted the defibrillation conductor was distorted, several conductors were distorted and stretched, the defibrillation and proximal conductors were fractured (overstress), the outer insulation and outer tubing were kinked/buckled, the outer insulation and tubing were torn, the outer insulation and outer tubing overlay were breached cut, there was blood in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, there was blood/body fluid on the distal conductor and proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and was breached cut and there was apparent explant damage.